Event description:
It was reported patient had right shoulder numbness after implant and lost effective stimulation due to lead migration. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
A4: patient's weight was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.